Event description:
Same case as MDR ID 2134265-2015-04086. Reportable based on device analysis completed on (B)(4) 2015. It was reported that balloon leak occurred. The approximately 65% stenosed target lesion was located in a moderately tortuous and severely calcified artery below the knee. A 2.5mm x 40mm x 145cm coyote¿ es balloon catheter was advanced to the lesion. The balloon was inflated to 5 atmospheres; however, a leak was noted at the tip of the balloon. A second 2.5mm x 40mm x 145cm coyote¿ es balloon catheter was then advanced and the same event occurred. The balloon was inflated to 5 atmospheres and a leak was noted at the tip of the balloon. The physician was able to complete the procedure using both devices. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen and balloon. The distal tip was damaged. Magnified inspection of the balloon revealed a pinhole in the balloon material over the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).